Event description:
It was reported that the device was showing downstream occlusion but not alarming. No patient injury was reported.

Manufacturer narrative:
The customer's stated problem was verified. Testing was performed and found that the device failed pounds per square inch (psi) test which related to downstream occlusion seal cracked. Further investigation and found that the downstream occlusion sensor was defective and the root cause of the issue. Therefore, the downstream occlusion sensor will be replaced. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. Operator of device is unknown. Initial reporter also sent report to FDA is unknown. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).